Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter insertion difficulties since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the right femoral artery was punctured and a destination guidewire (extra-stiff 0.035inch, 180cm, cook medical) was inserted. When the guiding sheath was attempted to be inserted, the tip of the guiding sheath was stuck and was unable to be inserted. The patient had as (aortic valve stenosis) and calcification of the vessels. After several attempts of insertion, the guiding sheath could not be inserted and was removed. The tip of the guiding sheath was found to be deformed. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. The estimated blood loss was less than 250cc's.